Event description:
On 1/28/97, a facility nurse informed MFR's sr sales specialist that this is the second device that has been implanted into this pt. This device was implanted on 11/20/96. On 12/12/96, sluggish blood return was noted. Also noted were resistance to flushing, leaking and subcutaneous swelling around the huber needle. No chest x-rays were taken. Device was reaccessed with good blood return. On 1/3/97, a leak was noted coming out of the device catheter itself leading into the svc, not around the subcutaneous pocket, but problably underneath the clavicle and as a result, the device was explanted. Upon explant of the device it was noted that there were numerous slits at the area about three (3") inches from the device body going inside. The damage seen was similar to the device that was explanted on 11/20/96. No further details were provided.